Event description:
It was reported that during the implant procedure that the atrial lead dislodged multiple times. The atrial lead was not used and the physician elected to complete the procedure with a different atrial lead. There were no patient consequences.